Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that on device interrogation that noise was noted on both the atrial and ventricular leads when stressing the pulse generator. Although the physician suspected a possible lead fracture, the leads are still in use as the patient refused to have the replacement procedure performed. Noise on the leads was infrequently seen.